Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: evaluation revealed that the total daily dose adds up correctly. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Investigators were unable to duplicate the complaint during investigation. There was no defect found.

Event description:
On (B)(4) 2013, the patient contacted animas stating that her blood glucose (bg) has been elevated for the past few weeks and the healthcare provider (hcp) recommended to contact customer support (cs) to review the pump. The patient's bg was reportedly in the 88 mg/dl to 377 mg/dl range with no symptoms. The patient denied having site/set issues. Cs reviewed the pump with the patient and no issues were found with the date or time, there was reportedly one "empty cartridge" alarm on (B)(6) 2012 at 7:59 pm. The pump bolus history revealed the basal added up correctly for the total daily dose (tdd), however; there was a discrepancy in the tdd and the bolus amounts delivered. On (B)(6) 2013, the tdd reportedly indicated 9.80 units and the bolus amount delivered indicated 8.35 units. On (B)(6) 2013, the tdd reportedly indicated 13.95 units and the bolus history revealed 11.15 units. The reported bg value is not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported due to the allegation that there was discrepancy in the tdd insulin amount and the bolus amount delivered.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.